Manufacturer narrative:
Product was not returned for analysis. A trend analysis was completed with no issues identified. Based on provided information, it is unclear if 3m cavilon advanced skin protectant components, prior medical history, or use of other skin wipes or skin antiseptic cleanser could have caused or contributed to the event.

Event description:
Hives with itchiness were reported that appeared application of 3m cavilon advanced skin protectant to the gluteal cleft at the site where a prior surgery had been performed for a pilonidal cyst. An antiseptic skin cleanser was used while showering and cavilon advanced skin protectant was then applied. A non-3m brand barrier wipe was used one day prior. Hives appeared three days later; hydrocortisone cream was applied, and oral diphenhydramine was taken. An urgent care visit occurred three days later, where oral prednisone was prescribed for five days and the symptoms resolved.